Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The hp had pressed go to initiate therapy before being connected to the hc and then still connected to the hc. The technical service representative (tsr) reviewed proper setup procedures. The hp was going to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) had pressed go to initiate the therapy without being connected to the homechoice and then still decided to connect to the hc. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.